Event description:
Given the reported verbiage in the report, we believe this may be our roadsaver carotid stent system product as stated previously; the ultimaster does not have 510k clearance, and the wallstent is not indicated for use in the carotid arteries. Please let me know if you have any further questions. It was reported that removal difficulty occurred. The target lesion was in the left internal and common carotid arteries. A 10.0-31 carotid wallstent self-expanding was selected for use. During removal, post deployment, it was noted that there was strong resistance in the non-(B)(6) wire. The wire was pulled back strongly and consequently, it broke. The procedure was completed with this device. There were no patient complications as a result of this event. It was further reported that retrieval of the detached fragments was not necessary. Both delivery system and wire were removed as one unit from the patient. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).